Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that when the orange protective sheath and mandrel were removed from the stent delivery (sds), the stent came off of the sds balloon. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.